Event description:
The article "delayed heart block after temporary balloon occlusion of a secundum atrial septal defect" reported the following adverse event(s): a 34-mm amplatzer balloon was placed across the asd and inflated (waist diameter 16 mm) to occlude flow between the right and left atria. The balloon remained inflated for 25 minutes during manipulation and removal of the hickman line. No intra-procedural hemodynamic or conduction abnormalities were noted. Eighteen hours after the procedure the patient experienced syncope with documented high-grade av block. The episode persisted for 3 minutes with spontaneous resumption of normal av conduction. She was monitored with in-hospital telemetry for an additional 7 days and with an outpatient event monitor for 21 days. There were no further episodes of av block. Refer to the article for complete details.